Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lv lead was initially attempted to be placed in a target vein off the coronary sinus. The physician tested capture of electrodes lv1, 2, 3, and 4 unipolar and found acceptable thresholds on multiple vectors. During the lv lead fixation, the tip initially had difficulty catching tissue as no torque buildup was noted by the physician. After advancing the lv lead slightly further into the vein, fixation was achieved with 10-15 lead rotations and confirmed with a push and pull test, then tested the capture again and observed no capture at maximum output on multiple vectors. The physician proceeded to un-fixate the lv lead with counterclockwise turns and confirmed the tip was un-fixated by viewing the sub selector advancing fully over the tip under fluoroscopy. Upon attempting to pull the lv lead out, resistance was felt. The physician continued to pull back on the lv lead until it pulled fully back into the guide catheter. A shot of contrast was pushed, and a dissection was observed due to contrast seen in the pericardial space. The patient¿s blood pressure was watched, and a different target vein was selected for implantation of a new lv lead. The lv lead was extracted and, no action was taken. Upon visualizing the extracted lv lead, 2-4 millimeters of tissue was seen attached to the lv1 tip electrode. The physician believes that the lv lead tip electrode perforated the target vein and upon fixation rotation followed by pulling out the lead, detached a portion of the vessel.